Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experience hyperglycemia, difficulty breathing and insulin pump was dead, they tried to put a new battery but insulin pump did not turn on. The customer¿s blood glucose level was 400 mg/dl at time of incident, 381 mg/dl, 445 mg/dl and treated with bolus. Customer was assisted with troubleshooting for blank display and they did not feel okay to troubleshooting for high blood glucose. Customer was called back with blank display after receiving new battery cap. Customer stated that the display was not blank less than 30 seconds or did not return. Customer stated that the display was blank currently. Customer stated that they remove the battery and insert battery alarm did not display on the insulin pump screen. Customer stated that the contacts on the battery cap were neither missing nor damaged. Customer stated that the battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. Customer stated that the display returned after insulin pump restart. Customer stated that the insulin pump has been dropped or bumped recently. The devices will not be returned for analysis.